Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky trocar valve during a surgery. There was no patient harm. Additional information and product sample have been requested for this event.

Manufacturer narrative:
Three opened trocar hub/cannula assemblies were received in a tray for the report of leaky valves. The returned samples were visually inspected and were found to be conforming. All three samples were then leak tested and were nonconforming. The final customer lot was identified and the product was released in accordance with all product acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).